Event description:
On (B)(6) 2018, right ventricular lead and coil impedances were found increased about 1000 ohms, when a few days after the implant date it was about 600 ohms. Previous patient files show a gradually increase of the impedance from (B)(6) 2017 to (B)(6) 2017. Some sustained events are also observed due to some minor noise.

Event description:
On (B)(6) 2018, right ventricular lead and coil impedances were found increased about 1000 ohms, when a few days after the implant date it was about 600 ohms. Previous patient files show a gradually increase of the impedance from february 2017 to september 2017. Some sustained events are also observed due to some minor noise.

Manufacturer narrative:
(B)(4).